Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a procedure using the console, a patient with a medical history of a lung nodule experienced a pneumothorax, which was discovered on a routine post-operative x-ray. The pneumothorax resulted in requiring a chest tube placement as treatment. The patient¿s hospitalization was extended.

Manufacturer narrative:
Correction: b5, b6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a procedure using the device, a patient with a medical history of a lung nodule experienced a pneumothorax, which was discovered on a routine post-operative x-ray. The pneumothorax resulted in requiring a chest tube placement as a treatment. The patient¿s hospitalization was extended.